Manufacturer narrative:
Follow-up # 1, 06/06/2011 - device evaluation: the pump was returned and evaluated by product analysis on 05/10/2011 with the following findings: there were reboots observed in the download history. There are no alarms related to the complaint in the alarm history. No damage was found to the battery cap or battery compartment. The pump powers on normal. The pump was exercised for 24 hrs with no power issues or alarms occurring. A battery cap contact test was performed; no battery cap connection defects were observed. The pump was opened and no damage was found to the power circuit. Reboots were verified in the black box download but could not be duplicated.

Event description:
This complaint is being reported as a malfunction due to the alleged power issue with the animas pump. During the troubleshooting session, the reporter noted that there were debris on the threads of battery cap, the spring and metal contacts are ok, and the threads and case of the pump are in good condition. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filled. No conclusions can be drawn at this time. MFR date: 3/1/2010.